Manufacturer narrative:
Updated complaint conclusion: additional information was received via the cec adjudication minutes for the (B)(4) study. The committee agreed to arc (peri-procedure pci) to be related to the procedure and to the device. The discharge summary reported that the ECG revealed evidence of an acute mi, and acute anteroseptal wall mi was included in the final diagnoses. The site reported that the mi occurred prior to the index procedure. Peak post-procedure ckmb was 7.4 (uln 5.0) and peak post-procedure troponin t was 0.10 (uln 0.01). Additionally, approximately nine months after stent implantation, the patient experienced a non-qwave mi that was medically managed. The (B)(6) female patient was discharged to a skilled nursing facility for rehabilitation. Medical history included angina (within past 6 weeks), previous mi, copd with oxygen dependence, hypertension, lvef 40-50%, past smoking for 60 years, arthritis, and chronic anemia. The indication for the procedure was unstable angina and non-st elevation acute coronary syndrome. This patient's emergent presentation with an acs puts her at increased risk for mace. At the time of the index procedure, angiography revealed 99% stenosis in the proximal left anterior descending (lad). The lesion was described as 28mm in length, de novo, and classification c. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. Pre-procedure timi flow was 3 and the reference vessel was 3.2mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm non-cordis balloon at 14atm and a 3.0 x 33mm cypher rx was implanted at 14atm. The stent was post-dilated per standard procedure with a 2.5 x 15mm balloon at 14atm. The patient was discharged approximately four days after the index procedure. Hospitalization had been prolonged due to treatment of her pre-existing copd. Approximately nine months later, the patient was diagnosed with severe anemia that was medically managed. Approximately two weeks later, the patient experienced epistaxis, described as bleeding from the nose and mouth and a non-q wave mi that was medically managed. Angiography was not performed. During hospitalization, the patient was diagnosed with (B)(6) bronchitis that was treated with antibiotics. After 5 days of hospitalization, the patient was discharged. The following day, the patient was re-hospitalized due to possible gi bleed that was eventually ruled out and was also diagnosed with dvt and lung cancer. Aspirin and clopidogrel were not discontinued through hospitalizations. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This is an inherit risk of the procedure. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase which can lead to a diagnosis of peri-procedural myocardial infarction. Based on the information provided, there are possible patient factors (advanced age, acs presentation, chronic anemia) and vessel characteristics (type c lesion) that may have contributed to these events neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
As reported via (B)(4) study, a patient experienced a non-q wave myocardial infarction (mi) approximately nine months post implantation of a cypher sent. Medical history includes angina previous mi, copd with oxygen dependence, hypertension, lvef 40-50%, past smoking for 60 years, arthritis, and chronic anemia. The indication for the procedure was unstable angina and non-st elevation acute coronary syndrome. At the time of the index procedure, angiography revealed 99% stenosis in the proximal left anterior descending (lad). The lesion was described as 28mm in length, de novo, and classification c. Pre-procedure timi flow was 3 and the reference vessel was 3.2mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm non-cordis balloon at 14atm and a 3.0 x 33mm cypher rx was implanted at 14atm. The stent was post-dilated per standard procedure with a 2.5 x 15mm balloon at 14atm. The patient was discharged approximately four days after the index procedure. Approximately nine and a half months later, the patient experienced a non-q wave mi that was medically managed. Angiography was not performed. Aspirin and clopidogrel was discontinued through hospitalizations. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Since an angiogram was not conducted to visualize patency of the cypher stent, a relationship of the mi to the cypher product cannot be ruled out. Myocardial infarctions are a known potential adverse events following stent implantation. Based on the information available, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, the information provided suggests that the severe anemia diagnosed at the time of the mi and risk factors present in the medical history may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Cec adjudication minutes received september 7, 2011 agreed with the code of arc (peri-procedural pci). This event will be coded as an mi. The index procedure discharge summary reported that the ECG revealed evidence of an acute mi, and acute anteroseptal wall mi was included in the final diagnoses. The site reported that the mi occurred prior to the index procedure. Peak post-procedure ckmb was 7.4 (uln 5.0) and peak post-procedure troponin t was 0.10 (uln 0.01). The patient was discharged to a skilled nursing facility for rehabilitation.

Manufacturer narrative:
Concomitant medications at the time of the myocardial infarction included: simvastatin 40mg daily since (B)(6) 2009, hydrochlorothiazide 25mg daily since (B)(6) 2009, caredilol 3.125mg twice daily since (B)(6) 2009, aspirin 81mg daily since (B)(6) 2009, clopidogrel 75mg daily since (B)(6) 2009. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) study, a patient experienced a non-q wave myocardial infarction (mi) approximately nine months after the index procedure. The indication for the procedure was unstable angina and non-st elevation acute coronary syndrome. At the time of the index procedure, angiography revealed 99% stenosis in the proximal left anterior descending (lad). The lesion was described as 28mm in length, de novo, and classification c. Pre-procedure timi flow was 3 and the reference vessel was 3.2mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm non-cordis balloon at 14atm and a 3.0 x 33mm cypher rx was implanted at 14atm. The stent was post-dilated per standard procedure with a 2.5 x 15mm balloon at 14atm. The patient was discharged approximately four days after the index procedure. Hospitalization had been prolonged due to treatment of her pre-existing copd. Approximately nine months later, the patient was diagnosed with a mild non-q wave mi that was medically managed. Angiography was not performed. After five days of hospitalization, the patient was discharged. According to the investigator, the mi may have been related to the index procedure, but not the cordis stent.